Event description:
It was reported that a programming system failed to interrogate a demo generator. The therapeutic consultant changed the batteries on the wand and tried to interrogate the device with the handheld plugged into the ac power. Additional information revealed that the therapeutic consultant tried a combination of her handheld and the site's programming system, but the issue remained. Good faith attempts to obtain additional information have been unsuccessful to date.